Manufacturer narrative:
(B)(4). De novo stress urinary incontinence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an anterior pelvic floor prolapse procedure on an unknown date. About one year post-operatively, the patient experienced de novo stress urinary incontinence. On an unknown date, the patient underwent a mid-urethral tape procedure for the incontinence. No additional information was provided.